Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device change out for eri when externalized conductors were observed. The lead was capped.